Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial# (B)(4), ubd 2020-03-09, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl at an unknown dose/concentration via intrathecal infusion pump for an unknown intended use. It was reported that when the patient was getting their pump refilled a couple of months ago, the caller was told by the healthcare professional (hcp) that ¿they think the catheter going to the pump is broken and the patient has been in a lot of pain". It was also stated that "it's burning around the site and hurting". It was reported that the patient ¿trips a lot so he may have hit it on something¿, but the caller didn¿t remember. The caller was directed to follow up with their hcp and that the hcp would determine appropriate actions to repair the catheter if needed. No further complications were reports.